Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for routine pacemaker check. A single episode of ventricular lead noise was detected by the device. The noise could not be reproduced in clinic with isometrics maneuvers. The device was reprogrammed. The patient did not experience any adverse consequences.